Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The helix will not extend due to being over retracted. Blood present in/on the helix mechanism.

Event description:
It was reported that after two repositionings, the physician was unable to fixate the lead at implant attempt. The helix would not extend. The lead was removed and replaced. No patient complications have been reported due to this event, and the patient outcome was reported to be fine.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.